Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma. The user has been explanted on (B)(6) 2018 and successfully re-implanted on (B)(6) 2018.

Manufacturer narrative:
Please be aware that the report number was generated in error (duplicate). Please see reports number 9710014-2018-00695. Further communication will be handled under the initial report number 9710014-2018-00695 (complaint number: (B)(4).

Event description:
Please be aware that the report number was generated in error (duplicate). Please see reports number 9710014-2018-00695. Further communication will be handled under the initial report number 9710014-2018-00695 (complaint number: (B)(4).